Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a low power alert and plugged in the pump to charge. Subsequently, the pump was noted to be unresponsive. The customer's blood glucose level was 250 mg/dl. The customer administered a manual injection. Despite charging the pump for an hour, the pump remained unresponsive and was unable to be turned on. Reportedly, the customer has manual injections available as alternate insulin therapy.